Event description:
It was reported that the balloon ruptured. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6atm. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.

Event description:
It was reported that the balloon ruptured. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6atm. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure. It was further reported that the target lesion was 90% stenosed and was located at the mildly tortuous and moderately calcified second right posterolateral segment (#7- 2nd rpl.)